Manufacturer narrative:
Qc prior to the event was within lab-established range. Qc post the event was out of range low. The customer determined that a clot had been aspirated into the probe. Hotline assisted the customer in removing clot and clearing the probe. Service was not dispatched. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low calcium (ca) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated and higher results were obtained. The erroneous and corrected results are not available. The customer supplied one example of the ca result of 6.4 mg/dl and repeat result of 8.0 mg/dl. Patient's treatment was not initiated or withheld based upon the erroneous low results.